Manufacturer narrative:
(B)(4). Batch # na. The handpiece was received with the nose cone cracked. In addition, coating material of the housing was flaking off. The loose particles on the surface are aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable. Please provide the 9-digit serial number for the second device referenced in the event description.

Event description:
It was reported that before an unknown procedure, a crack was found on the housing. Another device was used to complete the case. There were no adverse consequences to the patient.